Event description:
The customer reported that the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and found that if booted up separately, the workstation displayed a high capacity disk error. Ge representative rebooted the system and the system operated as intended.